Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While using reamer handle to ream the humeral head, the inside pin broke. The reamer then disconnected from the shaft. This resulted in a 25-min surgical delay.